Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of 3rd degree uterovaginal prolapse, 4th degree cystocele, urgency, chronic urinary infection, and pelvic pain. It was reported that after implant, the patient experienced an unspecified adverse outcome.